Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 600-650 mg/dl range and was subsequently hospitalized due to vomiting. Cause of elevated bg was unknown. Bg was treated with intravenous insulin. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.